Event description:
Acct reports they received two different types of product. States one has "wings" on it and one does not. States that the sets that have "wings" at the adapter where it connects to the IV catheter. States the adapter seems "slicker". No pt injury reported, but the nurses do not want to use the extension set with the "wings". Ivt specialist states when he saw the sets it appeared that the set with the wings appeared to fit a little deeper into the hub of the jelco IV catheter.